Manufacturer narrative:
Analysis of the lead, lot #va0j2e8, found the body conductors crushed. There was no significant anomaly.

Event description:
It was reported that the lead was implanted in the right brain. The healthcare provider (hcp) utilized the external neurostimulator (ens) to validate the integrity of the lead and did impedance tests. They initially had values all under 100, so the hcp cleaned the electrode. However, they then had ¿high¿ impedances, so the hcp did not feel confident implanting the lead. Therefore, the lead was removed and replaced with another. No patient issues were reported and he was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.